Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent detachment occurred. The target lesion was located in the proximal left anterior descending (plad) artery. After prepping the 2.50 x 16 synergy ii drug-eluting stent normally and taking pictures of the device, the stent was advanced to treat the lesion. However, upon inflating the balloon, it was noted that the stent was missing. The photos were checked and it was noted that the stent was not on the balloon. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the sds and was not returned for analysis. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement was within the specification. Stent detachment most likely occurred due to handling of the device during unpacking or preparation. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. It appeared as if positive pressure was applied to the balloon as the balloon wings appeared relaxed from their original folded position. Stent crimp markings were visible but not very prominent on the relaxed balloon wings. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent detachment occurred. The target lesion was located in the proximal left anterior descending (plad) artery. After prepping the 2.50 x 16 synergy ii drug-eluting stent normally and taking pictures of the device, the stent was advanced to treat the lesion. However, upon inflating the balloon, it was noted that the stent was missing. The photos were checked and it was noted that the stent was not on the balloon. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.